Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported a site navigation system articulating arm that would not tighten properly. When tightening the handle, the articulating arm does not stiffen. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.